Event description:
A surgeon reported a partial capsulotomy cut created in corneal endothelium and anterior radial tear of the left eye during femtosecond treatment. Additional info from the surgeon indicated the intended lens was placed in capsule and the pt's vision will continue to be monitored. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).